Event description:
A report was received the patient, who was preoperatively informed of the high risk implant procedure due to her cervical anatomy and who decided to proceed despite the risks, experienced complications related to her blood pressure and intravenous (IV) medication administration during implant of the paddle lead and ipg under general anesthesia. It was discovered that the patient's initial IV was not running and that the patient was not receiving medications early in the procedure. A new IV line was placed part way through the surgery. Postoperatively, the patient was not able to wake from anesthesia and breathe on her own. After monitoring for an hour, the patient was placed on a ventilator in the intensive care unit (ICU). The physician and the nurse anesthetist were uncertain why the patient failed to wake after the surgery. The patient was reassessed, and the scs device was not turned on or programmed postoperatively. The patient was extubated and was noted to be awake, alert, breathing on her own, and neurologically intact. The scs device was successfully turned on and programmed to patient¿s satisfaction. The physician decided to discharge the patient. The patient was doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.